Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown drill bit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery using tna implants for tibial shaft fracture using a nail. Before the surgery, instruments were checked and confirmed not to collide with nails using a connecting screw, an insertion handle, and an aiming arm. In the surgery, the implant was inserted with lateral parapatellar approach. The drill bit interfered with the nail during drilling the hole distal to the ml direction in the proximal part. Because the front side of the hole was slightly drilled, the assistant doctor lifted the insertion handle a little and drilled the contralateral cortex with tension. The screw was inserted smoothly. The surgery was completed successfully without any surgical delay. Patient is listed as stable. Concomitant device reported: aim-arm radioluc (part# 03.043.029; lot# unknown; quantity: 1). Insert-handle radioluc med (part# 03.043.021; lot# unknown; quantity: 1). Connecscr cann med (part# 03.043.022; lot# unknown; quantity: 1). This is report 2 of 2 for (B)(4). This report is for an unknown drill bit.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.